Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and performed geometry movement but was unable to reproduce the failure. During troubleshooting, the fse ran a table test, which passed; however, the horizontal movement of the scan bed exhibited relatively high resistance. To resolve the issue, the fse cleaned the horizontal movement guide rail of the patient table, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table and c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.